Manufacturer narrative:
Findings: unit passed the displacement test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unable to test for bolus anomaly and basal anomaly due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and scratched keypad overlay. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalize due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The cause of 911 call as per healthcare provider was diabetic ketoacidosis because of pump malfunction. Customer was treated with insulin drip, but has not bee discharged. The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during filling the tubing. Customer's blood glucose was 600 mg/dl. The customer reported that the drive support cap is normal and pump was not exposed to high magnetic field. Customer didn't report an e70 alarm. The customer reported they were unable to complete pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.